Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: during the reconstitution of the drug etoposide, the closed-circuit connector for drug transfer was damaged: during the removal of the syringe from the connector, after dilution of the drug, the ¿male¿ part was damaged. An attempt was made to unscrew the damaged part without success. The part of the connector that remained attached to the tail was covered with parafilm and verified during infusion that there was no drug dispersion. The report is classified as non-serious, as the breakage of the connector did not in fact have any consequences since no liquid leakage was verified during the infusion, but if there had been, there could have been potential toxicity from the chemotherapy drug. Was the device used in/on the patient when the problem occurred? Yes. Has the patient or user been harmed? If yes, please provide a brief explanation no, no damage. Were the health personnel present when the problem occurred? Yes. If a leak has occurred, confirm the leaked liquid. Despite the rupture of the fitting there was no leak, the drug administered was etoposide.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team. The image shows the connector covered with parafilm, and no visible damage or breakage can be observed. A device history review was conducted for lot 2409501. No deviations or non-conformances were found during the manufacturing process that could have contributed to the reported concern. To further evaluate, retained samples from the same lot were inspected. No visual defects were identified, and dimensional testing, including the luer thread, confirmed that all critical measurements are within specification. Product undergoes multiple visual and functional checks throughout the manufacturing process, and a review of records for this lot did not reveal any issues related to the reported condition. Based on the available information, we are unable to identify a root cause linked to manufacturing at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.